Event description:
Blanket warmer started to smoke from the back section. Unplugged from electrical outlet. Back of warmer removed and inside covered with black substance. Warmer was not overloaded with blankets at the time and preventive maintenance performed by vendor earlier in march 2018 with no issues identified.